Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported to be due to bacteria (no further details). It was reported that the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient remained hospitalized, was not recovered from the event and pd therapy was withdrawn. No additional information is available.